Event description:
New information received notes patient identification. Information updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor was undersensing. R waves had dropped considerably from implant indicating the sensitivity setting was high. Programming changes were made to reduce the sensitivity. The patient had a normal sinus rhythm and suffered no adverse consequences.

Manufacturer narrative:
Correction: implant date should be (B)(6) 2018.